Manufacturer narrative:
Concomitant products: addr01 ipg implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.